Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular lead, along with sensing issue on the discrimination channel alleged as well. Insulation damage was suspected on the lead. No intervention or adverse patient consequences were reported.